Event description:
It was reported that a female patient underwent an unspecified breast surgery with an unspecified mentor saline breast prosthesis that deflated post implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Initial reporter phone:(B)(6). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 27-apr-2023, mentor received additional information about the event: - the patient underwent a primary breast augmentation procedure with the suspect medical device. - the patient identifier is(B)(6). - it was reported that it was the patient¿s left breast prosthesis that deflated. - the suspect medical device is a mentor smooth round moderate profile 275cc saline breast prosthesis, catalog #3501640, UDI #(B)(4) PMA #p990075. Lot & serial numbers were reported for two devices: device #1: lot #7399405, serial #(B)(6) device #2: lot #7619304, serial #(B)(6) it was not specified which of these two devices is the deflated left breast prosthesis. If clarification is received, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed for lot #7399405 and lot #7619304, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. - the patient underwent unilateral explantation of the left breast prosthesis on (B)(6) 2023 and it was replaced with a mentor smooth round moderate profile 275cc saline breast prosthesis. Reason for device explant and/or reoperation: breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07-jun-2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additionally, mentor became aware that the lot number of the suspect medical device is (B)(6) and the serial number is (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 03-jul-2023, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold extended from the anterior to the posterior view. Leak testing was performed, according to the mentor procedure, and it identified a tear within the crease/fold on the posterior view, measuring approximately 0.5 cm. A microscopic examination was performed, and instrument damage was not found at the edges of the tear. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation at a later time. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).